Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("device migration/ malposition of essure device/perforation (fallopian tube(s)"), uterine perforation ("perforation (uterus)"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage) / miscarriage"), device dislocation ("malposition of essure device"), genital haemorrhage ("abnormal bleeding"), bipolar disorder ("psychological or psychiatric problems condition: bipolar") and abortion spontaneous ("pregnancy (stillbirth or miscarriage)") in a 33-year-old female patient (gravida 9, para 7) who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test" and device ineffective "device ineffective". The patient's past medical history included overweight and multigravida. Concurrent conditions included multiparous ((B)(6) 1993, (B)(6) 2001, (B)(6) 2003, (B)(6) 2004, (B)(6) 2007, (B)(6) 2008, (B)(6) 2011.) And miscarriage ((B)(6) 2014, (B)(6) 2014.). In (B)(6) 2004, the patient had essure (ess205) inserted. In 2011, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2011, the patient experienced hormone level abnormal ("hormonal changes/hormonal changes (mood changes)"). In 2013, the patient experienced menorrhagia ("menstrual hemorrhaging / abnormal bleeding (menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract infection/infection (bladder/urinary tract/vaginal) type: urinary tract infection"), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems-condition-depression and mental anguish") and anxiety ("psychological or psychiatric problems-condition-depression and mental anguish"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and uterine perforation (seriousness criteria medically significant and intervention required). In 2017, the patient experienced haemoglobin abnormal ("blood or heart disorder/condition type: abnormal h/b") and syncope ("neurological conditions or problems type: fainting"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), bipolar disorder (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), bladder disorder ("bladder problems"), migraine ("headaches/migraines"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss") and abdominal pain lower ("lower abdominal pain/lower abdominal area pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy (partial), salpingectomy, oophorectomy,), surgery (underwent hysterectomy (partial), salpingectomy, oophorectomy) and surgery (blood transfusions). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, pregnancy with contraceptive device, bipolar disorder, abortion spontaneous, haemoglobin abnormal, menorrhagia, hypersensitivity, hormone level abnormal, vaginal haemorrhage, urinary tract infection, bladder disorder, migraine, syncope, fatigue, weight increased, alopecia and abdominal pain lower was resolving, the genital haemorrhage had resolved, the dysmenorrhoea had not resolved and the depression and anxiety outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, alopecia, anxiety, bipolar disorder, bladder disorder, depression, device dislocation, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, haemoglobin abnormal, hormone level abnormal, hypersensitivity, menorrhagia, migraine, pregnancy with contraceptive device, syncope, urinary tract infection, uterine perforation, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: on unspecified date, patient had and underwent partial hysterectomy due to complications from the essure device. Date(s) of insertion: (B)(6) 2013 (per pfs). Pain was stopped after essure removal. The plaintiff¿s experienced two episodes with essure in (B)(6) 2014 captured under the cases (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("device migration/ malposition of essure device/perforation (fallopian tube(s)"), uterine perforation ("perforation (uterus)"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage) / miscarriage"), device dislocation ("malposition of essure device"), genital haemorrhage ("abnormal bleeding"), bipolar disorder ("psychological or psychiatric problems condition: bipolar") and abortion spontaneous ("pregnancy (stillbirth or miscarriage)") in a 33-year-old female patient (gravida 9, para 7) who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test" and device ineffective "device ineffective". The patient's past medical history included overweight and multigravida. Concurrent conditions included multiparous ((B)(6) 1993, (B)(6) 2001, (B)(6) 2003, (B)(6) 2004, (B)(6) 2007, (B)(6) 2008, (B)(6) 2011.) And miscarriage ((B)(6) 2014, (B)(6) 2014.). In (B)(6) 2004, the patient had essure (ess205) inserted. In 2011, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2011, the patient experienced mood altered ("hormonal changes/hormonal changes (mood changes)"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menstrual hemorrhaging / abnormal bleeding (menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract infection/infection (bladder/urinary tract/vaginal) type: urinary tract infection"), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems-condition-depression and mental anguish") and anxiety ("psychological or psychiatric problems-condition-depression and mental anguish"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and uterine perforation (seriousness criteria medically significant and intervention required). In 2017, the patient experienced haemoglobin abnormal ("blood or heart disorder/condition type: abnormal h/b") and syncope ("neurological conditions or problems type: fainting"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), bipolar disorder (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), bladder disorder ("bladder problems"), migraine ("headaches/migraines"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss") and abdominal pain lower ("lower abdominal pain/lower abdominal area pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy (partial), salpingectomy, oophorectomy,), surgery (underwent hysterectomy (partial), salpingectomy, oophorectomy) and surgery (blood transfusions). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the vaginal haemorrhage, fallopian tube perforation, uterine perforation, pregnancy with contraceptive device, bipolar disorder, abortion spontaneous, haemoglobin abnormal, menorrhagia, hypersensitivity, urinary tract infection, bladder disorder, migraine, syncope, fatigue, weight increased, alopecia, abdominal pain lower and mood altered was resolving, the genital haemorrhage had resolved, the dysmenorrhoea had not resolved and the depression and anxiety outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, alopecia, anxiety, bipolar disorder, bladder disorder, depression, device dislocation, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, haemoglobin abnormal, hypersensitivity, menorrhagia, migraine, mood altered, pregnancy with contraceptive device, syncope, urinary tract infection, uterine perforation, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: on unspecified date, patient had and underwent partial hysterectomy due to complications from the essure device. Date(s) of insertion: (B)(6) 2013 (per pfs). Pain was stopped after essure removal. The plaintiff¿s experienced two episodes with essure in (B)(6) 2014 and (B)(6) 2014 captured under the cases (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-oct-2018: pfs received. Event hormonal changes/hormonal changes (mood changes) pt updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("device migration/ malposition of essure device/perforation (fallopian tube(s)"), uterine perforation ("perforation (uterus)"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage) / miscarriage"), device dislocation ("malposition of essure device"), genital haemorrhage ("abnormal bleeding"), bipolar disorder ("psychological or psychiatric problems condition: bipolar") and abortion spontaneous ("pregnancy (stillbirth or miscarriage)") in a 33-year-old female patient (gravida 9, para 7) who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test" and device ineffective "device ineffective". The patient's past medical history included overweight and multigravida. Concurrent conditions included multiparous ((B)(6) 1993, (B)(6) 2001, (B)(6) 2003, (B)(4) 2004, (B)(6) 2007, (B)(6) 2008, (B)(6) 2011.) And miscarriage ((B)(6) 2014, (B)(6) 2014.). In (B)(6) 2004, the patient had essure (ess205) inserted. In 2011, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(4) 2011, the patient experienced hormone level abnormal ("hormonal changes/hormonal changes (mood changes)"). In 2013, the patient experienced menorrhagia ("menstrual hemorrhaging / abnormal bleeding (menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract infection/infection (bladder/urinary tract/vaginal) type: urinary tract infection"), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems-condition-depression and mental anguish") and anxiety ("psychological or psychiatric problems-condition-depression and mental anguish"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and uterine perforation (seriousness criteria medically significant and intervention required). In 2017, the patient experienced haemoglobin abnormal ("blood or heart disorder/condition type: abnormal h/b") and syncope ("neurological conditions or problems type: fainting"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), bipolar disorder (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), bladder disorder ("bladder problems"), migraine ("headaches/migraines"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss") and abdominal pain lower ("lower abdominal pain/lower abdominal area pain"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (hysterectomy (partial), salpingectomy, oophorectomy,), surgery (underwent hysterectomy (partial), salpingectomy, oophorectomy) and surgery (blood transfusions). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, pregnancy with contraceptive device, bipolar disorder, abortion spontaneous, haemoglobin abnormal, menorrhagia, hypersensitivity, hormone level abnormal, vaginal haemorrhage, urinary tract infection, bladder disorder, migraine, syncope, fatigue, weight increased, alopecia and abdominal pain lower was resolving, the genital haemorrhage had resolved, the dysmenorrhoea had not resolved and the depression and anxiety outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, alopecia, anxiety, bipolar disorder, bladder disorder, depression, device dislocation, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, haemoglobin abnormal, hormone level abnormal, hypersensitivity, menorrhagia, migraine, pregnancy with contraceptive device, syncope, urinary tract infection, uterine perforation, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: on unspecified date, patient had and underwent partial hysterectomy due to complications from the essure device. Date(s) of insertion: (B)(6) 2013 (per pfs). Pain was stopped after essure removal. The plaintiff¿s experienced two episodes with essure in (B)(6) 2014 and (B)(6) 2014 captured under the cases (B)(4) and (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Most recent follow-up information incorporated above includes: on 23-jul-2018: pfs received. Genital bleeding, depression and anxiety were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('device migration/ malposition of essure device/perforation (fallopian tubes'), uterine perforation ('perforation uterus'), device dislocation ('malposition of essure device') and bipolar disorder ('psychological or psychiatric problems condition: bipolar') in a 33-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test" and device ineffective "device ineffective." The patient's medical history included overweight and multigravida. Concurrent conditions included multiparous (B)(6) 1993, (B)(6) 2001, (B)(6) 2003, (B)(6) 2004, (B)(6) 2007, (B)(6) 2008, (B)(6) 2011. Miscarriage (B)(6) 2014, (B)(6) 2014. Allergic reaction, leiomyoma nos, anemia, hemorrhoids, headache and uterine fibroid. Concomitant products included nsaids and paracetamol (acetaminophen). In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding vaginal, menorrhagia"), menorrhagia ("menstrual hemorrhaging / abnormal bleeding (menorrhagia)/abnormal bleeding vaginal, menorrhagia"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract infection/infection (bladder/urinary tract/vaginal) type: urinary tract infection"), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea cramping"), depression ("psychological or psychiatric problems-condition-depression and mental anguish") and anxiety ("psychological or psychiatric problems-condition-depression and mental anguish"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and uterine perforation (seriousness criteria medically significant and intervention required). In 2017, the patient was found to have haemoglobin abnormal ("blood or heart disorder/condition type: abnormal h/b") and experienced syncope ("neurological conditions or problems type: fainting"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), bipolar disorder (seriousness criterion medically significant), abortion spontaneous ("pregnancy stillbirth or miscarriage)), hypersensitivity ("allergic reactions"), bladder disorder ("bladder problems"), migraine ("headaches/migraines"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal pain lower ("lower abdominal pain/lower abdominal area pain") and mood altered ("hormonal changes/hormonal changes mood changes"), was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage) / miscarriage") and was found to have weight increased ("weight gain"). The patient was treated with surgery (blood transfusions, d and c, hysterectomy (partial), salpingectomy, oophorectomy, and underwent hysterectomy (partial), salpingectomy, oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, pregnancy with contraceptive device, bipolar disorder, abortion spontaneous, haemoglobin abnormal, urinary tract infection, bladder disorder, migraine, syncope, fatigue, weight increased, alopecia, abdominal pain lower and mood altered was resolving, the vaginal haemorrhage, genital haemorrhage, menorrhagia and hypersensitivity had resolved, the dysmenorrhoea had not resolved and the depression and anxiety outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 9, para 7. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, alopecia, anxiety, bipolar disorder, bladder disorder, depression, device dislocation, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, haemoglobin abnormal, hypersensitivity, menorrhagia, migraine, mood altered, pregnancy with contraceptive device, syncope, urinary tract infection, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on unspecified date, patient had and underwent partial hysterectomy due to complications from the essure device. Date(s) of insertion: (B)(6) 2013 (per pfs). Pain was stopped after essure removal. The plaintiff¿s experienced two episodes with essure in (B)(6) 2014 captured under the cases (B)(4). Patient received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jun-2020: mr received. Reporter's information added.model no. Change from ess205 to ess305. Medical history were added. Fu 8 and 9 processed together. On 2-jul-2020: pfs received. Concomitant drug were added. Fu 8 and 9 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('device migration/ malposition of essure device/perforation (fallopian tube(s)'), uterine perforation ('perforation (uterus)'), device dislocation ('malposition of essure device') and bipolar disorder ('psychological or psychiatric problems condition: bipolar') in a 33-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test" and device ineffective "device ineffective". The patient's medical history included overweight and multigravida. Concurrent conditions included multiparous ((B)(6) 1993, (B)(6) 2001, (B)(6) 2003, (B)(6) 2004, (B)(6) 2007, (B)(6) 2008, (B)(6) 2011.), miscarriage (B)(6) 2014, (B)(6) 2014.), allergic reaction, leiomyoma nos, anemia, hemorrhoids, headache and uterine fibroid. Concomitant products included nsaids and paracetamol (acetaminophen). In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menstrual hemorrhaging / abnormal bleeding (menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract infection/infection (bladder/urinary tract/vaginal) type: urinary tract infection"), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems-condition-depression and mental anguish") and anxiety ("psychological or psychiatric problems-condition-depression and mental anguish"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and uterine perforation (seriousness criteria medically significant and intervention required). In 2017, the patient was found to have haemoglobin abnormal ("blood or heart disorder/condition type: abnormal h/b") and experienced syncope ("neurological conditions or problems type: fainting"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), bipolar disorder (seriousness criterion medically significant), abortion spontaneous ("pregnancy (stillbirth or miscarriage)"), hypersensitivity ("allergic reactions"), bladder disorder ("bladder problems"), migraine ("headaches/migraines"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal pain lower ("lower abdominal pain/lower abdominal area pain") and mood altered ("hormonal changes/hormonal changes (mood changes)"), was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage) / miscarriage") and was found to have weight increased ("weight gain"). The patient was treated with surgery (blood transfusions, d and c, hysterectomy (partial), salpingectomy, oophorectomy, and underwent hysterectomy (partial), salpingectomy, oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, pregnancy with contraceptive device, bipolar disorder, abortion spontaneous, haemoglobin abnormal, urinary tract infection, bladder disorder, migraine, syncope, fatigue, weight increased, alopecia, abdominal pain lower and mood altered was resolving, the vaginal haemorrhage, genital haemorrhage, menorrhagia and hypersensitivity had resolved, the dysmenorrhoea had not resolved and the depression and anxiety outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 9, para 7. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, alopecia, anxiety, bipolar disorder, bladder disorder, depression, device dislocation, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, haemoglobin abnormal, hypersensitivity, menorrhagia, migraine, mood altered, pregnancy with contraceptive device, syncope, urinary tract infection, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: on unspecified date, patient had and underwent partial hysterectomy due to complications from the essure device. Date(s) of insertion: (B)(6) 2013 (per pfs). Pain was stopped after essure removal. The plaintiff¿s experienced two episodes with essure in (B)(6) 2014 captured under the cases(B)(4). Patient received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('device migration/ malposition of essure device/perforation (fallopian tube(s)'), uterine perforation ('perforation (uterus)'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage) / miscarriage'), device dislocation ('malposition of essure device'), genital haemorrhage ('abnormal bleeding'), bipolar disorder ('psychological or psychiatric problems condition: bipolar') and abortion spontaneous ('pregnancy (stillbirth or miscarriage)') in a 33-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test" and device ineffective "device ineffective". The patient's medical history included overweight and multigravida. Concurrent conditions included multiparous ((B)(6) 1993, (B)(6) 2001, (B)(6) 2003, (B)(6) 2004, (B)(6) 2007, (B)(6) 2008, (B)(6) 2011.) And miscarriage (B)(6) 2014, (B)(6) 2014.). In (B)(6) 2004, the patient had essure (ess205) inserted. In 2011, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2011, the patient experienced mood altered ("hormonal changes/hormonal changes (mood changes)"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menstrual hemorrhaging / abnormal bleeding (menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract infection/infection (bladder/urinary tract/vaginal) type: urinary tract infection"), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems-condition-depression and mental anguish") and anxiety ("psychological or psychiatric problems-condition-depression and mental anguish"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and uterine perforation (seriousness criteria medically significant and intervention required). In 2017, the patient was found to have haemoglobin abnormal ("blood or heart disorder/condition type: abnormal h/b") and experienced syncope ("neurological conditions or problems type: fainting"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), bipolar disorder (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), bladder disorder ("bladder problems"), migraine ("headaches/migraines"), fatigue ("fatigue"), alopecia ("hair loss") and abdominal pain lower ("lower abdominal pain/lower abdominal area pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (blood transfusions, hysterectomy (partial), salpingectomy, oophorectomy, and underwent hysterectomy (partial), salpingectomy, oophorectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the vaginal haemorrhage, fallopian tube perforation, uterine perforation, pregnancy with contraceptive device, bipolar disorder, abortion spontaneous, haemoglobin abnormal, menorrhagia, hypersensitivity, urinary tract infection, bladder disorder, migraine, syncope, fatigue, weight increased, alopecia, abdominal pain lower and mood altered was resolving, the genital haemorrhage had resolved, the dysmenorrhoea had not resolved and the depression and anxiety outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 9, para 7. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, alopecia, anxiety, bipolar disorder, bladder disorder, depression, device dislocation, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, haemoglobin abnormal, hypersensitivity, menorrhagia, migraine, mood altered, pregnancy with contraceptive device, syncope, urinary tract infection, uterine perforation, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: on unspecified date, patient had and underwent partial hysterectomy due to complications from the essure device. Date(s) of insertion: (B)(6) 2013 (per pfs). Pain was stopped after essure removal. The plaintiff¿s experienced two episodes with essure in (B)(6) 2014 captured under the cases (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2019: quality safety evaluation of ptc (product technical complaint). Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("device migration/ malposition of essure device/perforation (fallopian tube(s)"), uterine perforation ("perforation (uterus)"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage) / miscarriage"), device dislocation ("malposition of essure device"), bipolar disorder ("psychological or psychiatric problems condition: bipolar") and abortion spontaneous ("pregnancy (stillbirth or miscarriage)") in a 33-year-old female patient (gravida 9, para 7) who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did not undergo confirmation test". The patient's past medical history included overweight and multigravida. Concurrent conditions included multiparous ((B)(6) 1993, (B)(6) 2001, (B)(6) 2003, (B)(6) 2004, (B)(6) 2007, (B)(6) 2008, (B)(6) 2011.) And miscarriage ((B)(6) 2014, (B)(6) 2014.). In (B)(6) 2004, the patient had essure (ess205) inserted. In 2011, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2011, the patient experienced menorrhagia ("menstrual hemorrhaging / abnormal bleeding (menorrhagia)"), hormone level abnormal ("hormonal changes") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract infection"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and uterine perforation (seriousness criteria medically significant and intervention required). In 2017, the patient experienced haemoglobin abnormal ("blood or heart disorder/condition type: abnormal h/b") and syncope ("neurological conditions or problems type: fainting"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), bipolar disorder (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), bladder disorder ("bladder problems"), migraine ("headaches/migraines"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss") and abdominal pain lower ("lower abdominal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery (underwent hysterectomy (partial), salpingectomy, oophorectomy,), surgery (underwent hysterectomy (partial), salpingectomy, oophorectomy) and surgery (blood transfusions). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, pregnancy with contraceptive device, bipolar disorder, abortion spontaneous, haemoglobin abnormal, menorrhagia, hypersensitivity, hormone level abnormal, vaginal haemorrhage, urinary tract infection, bladder disorder, migraine, syncope, fatigue, weight increased, alopecia and abdominal pain lower was resolving and the dysmenorrhoea had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, alopecia, bipolar disorder, bladder disorder, device dislocation, dysmenorrhoea, fallopian tube perforation, fatigue, haemoglobin abnormal, hormone level abnormal, hypersensitivity, menorrhagia, migraine, pregnancy with contraceptive device, syncope, urinary tract infection, uterine perforation, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: on unspecified date, patient had and underwent partial hysterectomy due to complications from the essure device. Date(s) of insertion: (B)(6) 2013 (per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Most recent follow-up information incorporated above includes: on 18-may-2018: plaintiff fact sheet received. Events added from pfs- hormonal changes, abnormal bleeding (vaginal), pregnancy (stillbirth or miscarriage), infection (bladder/urinary tract/vaginal) type: uti, psychological or psychiatric problems condition: bipolar, bladder or urinary problems or changes, migraines / headaches, blood or heart disorder/condition type: abnormal h/b, neurological conditions or problems type: fainting, dysmenorrhea (cramping), perforation (fallopian tube(s)), fatigue, perforation (uterus), weight gain, hair loss, did not undergo confirmation test. Concomitant disease, historical condition added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('device migration/ malposition of essure device/perforation (fallopian tube(s)'), uterine perforation ('perforation (uterus)'), device dislocation ('malposition of essure device') and bipolar disorder ('psychological or psychiatric problems condition: bipolar') in a 33-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test" and device ineffective "device ineffective". The patient's medical history included overweight and multigravida. Concurrent conditions included multiparous ((B)(6) 1993, (B)(6) 2001, (B)(6) 2003, (B)(6) 2004, (B)(6) 2007, (B)(6) 2008, (B)(6) 2011.) And miscarriage ((B)(6) 2014, (B)(6) 2014.). Concomitant products included nsaids. On (B)(6) 2004, the patient had essure (ess205) inserted. In 2011, the patient was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage) / miscarriage"). In (B)(6) 2011, the patient experienced mood altered ("hormonal changes/hormonal changes (mood changes)"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menstrual hemorrhaging / abnormal bleeding (menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract infection/infection (bladder/urinary tract/vaginal) type: urinary tract infection"), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems-condition-depression and mental anguish") and anxiety ("psychological or psychiatric problems-condition-depression and mental anguish"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and uterine perforation (seriousness criteria medically significant and intervention required), 12 years 5 months after insertion of essure (ess205). In 2017, the patient was found to have haemoglobin abnormal ("blood or heart disorder/condition type: abnormal h/b") and experienced syncope ("neurological conditions or problems type: fainting"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), bipolar disorder (seriousness criterion medically significant), abortion spontaneous ("pregnancy (stillbirth or miscarriage)"), hypersensitivity ("allergic reactions"), bladder disorder ("bladder problems"), migraine ("headaches/migraines"), fatigue ("fatigue"), alopecia ("hair loss") and abdominal pain lower ("lower abdominal pain/lower abdominal area pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (blood transfusions, d and c, hysterectomy (partial), salpingectomy, oophorectomy, and underwent hysterectomy (partial), salpingectomy, oophorectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, pregnancy with contraceptive device, bipolar disorder, abortion spontaneous, haemoglobin abnormal, urinary tract infection, bladder disorder, migraine, syncope, fatigue, weight increased, alopecia, abdominal pain lower and mood altered was resolving, the vaginal haemorrhage, genital haemorrhage, menorrhagia and hypersensitivity had resolved, the dysmenorrhoea had not resolved and the depression and anxiety outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 9, para 7. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, alopecia, anxiety, bipolar disorder, bladder disorder, depression, device dislocation, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, haemoglobin abnormal, hypersensitivity, menorrhagia, migraine, mood altered, pregnancy with contraceptive device, syncope, urinary tract infection, uterine perforation, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: on unspecified date, patient had and underwent partial hysterectomy due to complications from the essure device. Date(s) of insertion: (B)(6) 2013 (per pfs). Pain was stopped after essure removal. The plaintiff¿s experienced two episodes with essure in (B)(6) 2014 and (B)(6) 2014 captured under the cases (B)(4) and (B)(4). Patient received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: outcome of events: vaginal hemorrhage. Menorrhagia, pelvic pain, hypersensitivity were updated. Rcc note added.seriousness criteria for event genital hemorrhage,pregnanacy and spontaneous abortion updated to non serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), perforation ("perforation") and device dislocation ("device migration") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), menorrhagia ("menstrual hemorrhaging") and hypersensitivity ("allergic reactions"). The patient was treated with surgery (underwent partial hysterectomy). At the time of the report, the pelvic pain, perforation, menorrhagia and hypersensitivity outcome was unknown. The reporter considered device dislocation, hypersensitivity, menorrhagia, pelvic pain and perforation to be related to essure (ess205). The reporter commented: on unspecified date, patient had and underwent partial hysterectomy due to complications from the essure device. Company causality comment incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.